Manufacturer narrative:
Investigation of the device confirmed the reported inability to hold charge. The cause of this issue could not be determined. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is no long holding a charge. The patient reported that pdm was not dropped prior to the event.